Event description:
It was reported that "after the plate was almost completely screwed down, the doctor needed to reposition the graft and when he removed the plate, he pulled it out with one screw still in, and couldn't get the screw out. Ended up using a new plate and screw. When the loaner kit was returned to me, I found the inner shaft of the screw extractor broken, which makes sense as the doctor could not remove the screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method result, and conclusion codes will be made available following engineering evaluation.